Event description:
It was reported that the patient experienced cardiac arrest due to the cardiac resynchronization therapy pacemaker (crt-p) causing atrial fibrillation (af). The patient was diagnosed with a cerebral infarction and remained in a coma. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.